Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that everything was functioning until it was time for the needle. The biopsy needle was not recognized by the system. They could never get green status. It was confirmed it was in the instruments and confirmed it was aligned with the plan. It was also confirmed that the spheres were clean and dry. A second needle was tried with the same results. The surgeon continued the procedure without navigation. There was no reported impact to patient outcome. Note: this report is referring to the second needle that was having issues.

Event description:
Additional information was received. There was a 5 minute delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
B5) additional information provided. H3, h6) the biopsy needle was returned to medtronic for analysis. It was found to be in good condition with no apparent physical damage. When used with a known good system, it had normal tracking with no issues. No failures were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.